Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the patient was treated with intraperitoneal vancomycin for the peritonitis event. On an unreported date, the patient's pd catheter migrated, which resulted in pd catheter removal. The patient was transferred to hemodialysis (hd). At the time of this report, hd was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ceftazidime injection (1g, intraperitoneal, once daily, discontinued) for peritonitis. Pd therapy was ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient recovered from the event. No additional information is available.